Manufacturer narrative:
The lead was explanted but to date has not been returned for analysis. As a result, the reported allegation cannot be confirmed. No adverse patient effects were reported. The event will be re-evaluated if additional information becomes available. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The device history records and the complaint files of the lead model were reviewed. No trend of the same or similar type was found or indicated.

Event description:
On (B)(6) 2012, the customer reported they received information on (B)(6) 2012, that this right ventricular (rv) lead exhibited non capture. The patient has complete heart block so the field representative reprogrammed the device to maximum output to get capture. The patient had experienced muscle stimulation and the r-waves had dropped. The patient reported a heart rate in the 30's a few weeks earlier but did not want to seek treatment. The patient felt symptomatic when getting up to move around. A revision is planned in the near future. There were no additional adverse patient effects reported. The customer reported they received additional information (on (B)(6) 2012) that this lead was explanted due to high thresholds (rv thresholds up to 4.5v at 1.0 ms). No adverse patient effects were reported. The lead was actively implanted for approximately 11 years, 6 months.